Event description:
It was reported that (1) lcsk5 was used during a laparoscopic hysterectomy procedure. It was reported by the rep that the device had a solid tone during case. The test tip applied to confirm blade failure. Opened another device to complete the case. There was no consequence to the pt.